Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer, the device inspection, the results of the legal manufacturer's final investigation, and updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. According to the customer, the issue was observed on (B)(6) 2024 at start-up of a surgery during placement of the endo eye in the abdominal cavity. The device was returned to olympus for inspection, and the customer's complaint was confirmed due to damage of the optical fiber bundle. Based on the investigation results, the cause of the reported malfunction was a damaged optical fiber bundle which is part of the closed control unit. Customer handling of the closed control unit may have contributed to the damage identified. However, the specific cause of the damage cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable displayed flickering purple streaks on the screen. There were no reports of patient harm.